Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device upgrade procedure the physician had difficulty placing the left ventricular (lv) lead due to the patient anatomy. Once placed the lead exhibited high thresholds. The physician chose to remove the lead and utilized an alternative lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.